Event description:
It was reported that "staple jamming. [Failed to function; not yet used on patients]." No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. If the alleged defect samples become available later, this complaint will be updated accordingly. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "staple jamming. [Failed to function; not yet used on patients]." No patient involvement.